Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and inspected. Only the shaft of the device was returned. Visual observations do not reveal any anomalies on the shaft. This complaint cannot be confirmed based on the fact that the shaft of the device only thing that was returned. This complaint lists 2 devices from different lots. Only one device was returned. The two devices cannot be distinguished as the batch number is not printed on the device. The batch number for the device returned was not identified by the sender. A batch review was not conducted. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during shoulder repair, it was observed that upon firing the versalok gun and deploying the anchor, the surgeon noted that the anchor had failed. He retrieved it out of the patient and noticed that the titanium tip had become detached from the peek casing. Both parts were retrieved from patient and no harm had occurred to the patient. The surgeon opened another anchor and again fired the anchor into the patient ¿ again the anchor failed but this time no part of the anchor became detached from itself and was retrieved intact. The surgeon felt that the 2nd anchor failed as he was forced to chose a different position on the bone to fire the anchor due to the first one failing. Again no harm was done to patient-the surgeon then removed the sutures and concluded that the cuff repair was satisfactory enough with the one versalok anchor already successfully deployed earlier in the case. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.